Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article "anterior longitudinal aortotomy in aortic valve replacement" (general thoracic and cardiovascular surgery, doi 10.1007/s11748-015-0600-5), a patient underwent a concomitant aortic valve replacement (21mm trifecta valve) and coronary artery bypass grafting on an unknown date. Patient medical history included aortic stenosis (as), left ventricular outflow tract stenosis (lvots), prior myocardial infarction, pulmonary hypertension, chronic renal failure requiring dialysis and ischemic heart disease. Post procedure a case of low output syndrome (los)) resulted in a patient's death (no. 14).